Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient fell and later experienced ineffective therapy. Diagnostics indicated the patient's l1 drg lead has migrated. In turn, surgical intervention may take place at a later date to address the issue.